Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized due to the diabetes keto acidosis. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The customer was hospitalized due to diabetic ketoacidosis and was off insulin pump over 48 hours.